Event description:
Facility reports of the tubing disengaging at the point of the roller clamp on the patient catheter side leaving the catheter open to air. The transfer set has been on patient possibly since february according to rn. Prophylactic antibiotics, tobomycin and vancomycin. Patient was admitted to the hospital with peritonitis the next day and expired 2 days later. Sample is available and will be shipped to reynosa for evaluation.